Event description:
It was reported the patient lost effective coverage due to the l1 drg lead had migrated. Also, patient reported discomfort at the ipg site. The patient underwent surgical intervention where the l1 lead was replaced, and an additional lead added for better coverage and ipg replaced as well. Effective therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.